Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated. There was no fault found with the system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that prior to a case, after loading patient exams in the embedded dicom q/r, the system became unresponsive after the clinical specialist (cs) selected the patient and tried to progress to planning. The system had a blank blue screen. The cs was able to do a soft exit in the software. She was able to re-enter and continue preparing for the case normally. No patient present.

Manufacturer narrative:
A review of software logs for a software investigation determined that this event was consistent with a known software anomaly. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.